Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 550 mg/dl and diabetic ketoacidosis (dka). A bolus was delivered with the pump in an attempt to address bg level. The customer was hospitalized and insulin was administered via intravenous (IV) drip. The customer reported having ulcers in the throat from vomiting. The customer was discharged from hospitalization on (B)(6) 2016. Since discharge, the customer's bg level has been with their target range (120-200 mg/dl) or just above target at 210 mg/dl.